Event description:
Per a retrospective post-market study, it was discovered that the device, m40 se030, rts lesser mtp implant, size 3, was initially implanted on (B)(6) 2024 and it was reported that the patient experienced painful osteolysis around the base of the implant. The implant was removed on (B)(6) 2024 and replaced with bone grafting.